Event description:
In 2000 the patient and spouse wented to have the device removed because the patient had finished therapy and was doing well. The explanting physician began to pull on the vascular access device to remove it and the device catheter broke. The physician stated that this had never happened before. The physician sent the patient to the hospital immediately. Once at the hospital it was discovered radiologically that a 4 inch piece of device catheter went through the patient's heart and into the patient lung. The patient was then sent to see a cardiologist and this cardiologist snagged the device catheter through the femoral artery and removed the device catheter piece.